Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant also indicated that the device displayed ¿defib fault 84¿, ¿system fault 36¿ and ¿system fault 37¿ messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.